Manufacturer narrative:
Combination produkt: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians event description, the root cause for the complaint event is most likely related to the patient's anatomy (i.e., severely calcified target lesion).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion in a severely tortuous segment of the proximal lad. Pre-dilation of the lesion with compliant balloons, non-compliant balloons and shockwave ivl was performed. Under use of a guideliner the affected device was introduced into the patient's body but could not cross the lesion. Even after the lesion was further prepared, no stent could cross the lesion. It was decided to re-schedule the patient for rotablator treatment and additional stenting. The complaint device was not returned from the hospital.